Manufacturer narrative:
The reported event of bluetooth unavailable was confirmed. Based on the information provided, it was determined the there were several supervision timeouts, resulting in the device being unable to connect to the application. The root cause of the timeouts was due to noisy environment. No anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the patient was seen in clinic and the implantable cardioverter defibrillator bluetooth telemetry was restored. No patient consequences reported.